Event description:
The customer reported that the upon boot up the system began producing uncommanded x-rays.

Manufacturer narrative:
The ge service rep identified that the x-ray footswitch had fluid inside. He replaced the handcontrol and footswitch and rebooted the system several times. He performed fluoro and no uncommanded x-rays generated. Tested system, the system operates as intended.